Event description:
This is (B)(6) my medtronic insulin pump malfunctioned and gave me to much insulin and my b.g. Crashed. My daughter had to call the ambulance to keep me alive. I was hospitalized, my doctor told me the insulin pump had malfunctioned I have been sick for the last 2 months breathing difficulties headache nausea and pain. I'm blessed to be alive but pissed as hell that I could have died and all the misery and pain this has caused my family. My phone number is (B)(6), my name is (B)(6). I'm not sure of what test were taken. I was hospitalized for over a week and in intensive care and had blood test. I was unresponsive and had to have a breathing tube put down my throat. I haven't been able to eat properly since having the tube in my throat and it took several months to be able to talk completely and my throat still hurts. This was a very traumatic experience and I still have anxiety from the entire experience. This could have killed me. Duration: 2 yrs, reason for use: diabetic. FDA safety report ID # (B)(4).